Event description:
It was reported that after placing the closure system in the airlock (correct position) and turning to position 1, the inner screen didn't open. Also after advancing, turning, tapping. Therefore, the locking system was removed from the airlock again after spreading the wings. A second closure system from a different lot number (was the last system from box of 5) was easily placed and set down.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other report with the involved lot number. The investigation was based on the user facility information and testing & evaluation of actual device. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other report with the involved lot number. The investigation was based on the user facility information and pending testing & evaluation of actual device. This report is the initial report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that after placing the closure system in the airlock (correct position) and turning to position 1, the inner screen didn't open. Also after advancing, turning, tapping. Therefore, the locking system was removed from the airlock again after spreading the wings. A second closure system from a different lot number (was the last system from box of 5) was easily placed and set down.